Manufacturer narrative:
Citation: chhatriwalla ak et al. Bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement. Circ cardiovasc interv. 2017 jul;10(7). Pii: e005216. Doi: 10.1161/circinterventions.117.005216. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding bioprosthetic valve fracture improving the hemodynamic results of valve-in-valve transcatheter aortic valve replacement (tavr). All data were collected from multiple centers during an unknown timeframe. The study population included 20 patients (mean age 76 years), 5 of which were implanted with medtronic mosaic bioprosthetic valve (serial numbers not provided). Among all patients adverse events included: patient prosthesis mismatch, severe stenosis, and increased gradient requiring a valve-in-valve implant. Based on the available information, the increased gradient was attributed to medtronic product. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the other observed adverse events and medtronic product. No additional adverse patient effects were reported.